Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2018 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary a foil, a winding former and a broken thread were returned for analysis. During the visual inspection of the sample, a partially dispensed broken thread could be observed. In addition, pinch marks near to the broken area and the end cut that appears to be by a surgical instrument was noted. Diameter and tensile test were performed and results meet the requirements. When handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. According to the sample condition, the assignable cause of breakage suture is due to improper handling of the sample.